Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), and an evaluation of the device were completed during the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The following statements are found in the IFU: important information ¿ please read before use. "Do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." The device evaluation was provided in the initial report. Further, damage to the distal end and damage to the insertion section were confirmed. The root cause was not identified. A probable cause includes external forces cause by improper handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer provided the following information on 05jan2020. It was confirmed there was no patient injury, infection, or medical intervention required. The event occurred on (B)(6) 2020. The device was damaged during reprocessing. The device was damaged by the sterile processing systems tech. As the tech was wiping down the equipment in the sink, the bulb of the device got caught in the sink drain and was damaged upon attempted removal. The bulb was cracked at the base. The equipment was immediately removed from service and sent to olympus for repair.

Manufacturer narrative:
The device was received by olympus and the user facility report was confirmed. It was found that the crack was observed in the control body. The device was serviced with replacement parts and the unit passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the bf-uc180f has a crack in base of bulb at distal tip of transducer. There was no patient involvement associated to this report.